Manufacturer narrative:
To fix the issue, the getinge field service engineer(fse) replaced the batteries. The fse then completed the pm with all functional and safety tests to factory specifications. The unit was returned to the customer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit failed battery run time test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.